Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.

Event description:
It was reported that the patient originally had good efficacy from the spinal cord stimulator (scs) but efficacy waned over time. The patient was reprogrammed multiple times. Paresthesia covered painful areas but the patient reported no relief of pain, a gradual loss of stimulation, a gradual loss of therapeutic effect, and less than 50% therapy relief in his back. It was noted that the patient wasn¿t utilizing the scs for significant amounts of time. The system was successfully explanted on (B)(6) 2014. At the time of the report the patient was alive with no injury. The cause of the issue was not determined. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.